Manufacturer narrative:
Freestyle 2 reader (B)(4) has been returned and investigated. Units of measurement were set to mg/dl, and date and time were set successfully. Visual inspection was done and no issues were observed. Built-in reader test was performed and reader test passed. No error message observed. Issue is not confirmed. An extended investigation has also been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. The date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error-9 code with the freestyle libre reader. The customer reported that due to this, she lost consciousness and required treatment by her daughter, but declined to provide further details. There was no report of death or permanent injury associated with this event.